Event description:
It was alleged that "in 2006, the pt underwent a total hip replacement." It was further alleged that "following the operation the pt began hearing and audible sound emanating from her hip, which worsened as time went on, experienced constant irritation, discomfort and pain."

Manufacturer narrative:
The info in this report was provided by stryker orthopaedics legal affairs dept. No additional info is available at this time. The devices are not available due to the ongoing litigation.